Event description:
Additional information received reported that the patient¿s right hand started trembling just like it did before the surgery. The patient had a doctor¿s appointment for his neuropathy. During the appointment, the device was found to be off. The health care provider turned it back on. It was noted that the stimulation came on and the patient felt it immediately. The patient felt he was going to pass out. It was initially reported that the patient felt like a jolt or electricity, but it was later reported that ¿it was not exactly that but he could feel it.¿ the patient could felt it instantly and he was able to write his name instantly which he had not been able to do before.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v451314, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had a return of symptoms on 2 separate occasions. The reporter stated that the patient's health care provider (hcp) confirmed that the device was off when the device was interrogated. The patient was instructed to keep a journal and to note when the issue occurs. Additional information received reported that the cause of the event was unknown. It was stated that impedances were unknown, due to the device being off at an office visit on (B)(6) 2012. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).